Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15589. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the distal tip of one of the patient's leads was eroding through the skin. No signs of infection were present. Additionally, the patient experienced pain the ipg site. Surgical intervention was undertaken and the patient's leads and ipg were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.